Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 9. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, increased sensitivity and inflammation. No further patient complications were reported.